Manufacturer narrative:
The reported complaint of a user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message on the autopulse platform (serial #(B)(4)) was confirmed during functional testing and archive data review. The investigation findings revealed that the root cause of the reported issue was due to defective load cells in which most likely attributed to wear and tear. Also, the other reported complaint of the lifeband not retracting down was not confirmed. The issue was not duplicated during functional testing using a known good lifeband on the returned platform. In addition, no physical damage found on the autopulse platform's cover plate where the lifeband is installed and no error or fault found in the archive to justify that the issue occurred. The possible cause would be that the customer's lifeband maybe faulty or lifeband may not have been installed properly. Zoll has requested the customer for the lifeband to be returned for investigation. During archive data review, multiple ua07 error messages were observed on the event date, thus confirming the reported complaint. Also found in the archive on the reported event date are ua01 (low battery warning) and ua04 (battery charge state too low), this (ua)s are associated with the autopulse li-ion battery having low voltage and required charging. Advisory ua01 and ua04 were unrelated to the reported complaint. The initial functional testing of the autopulse platform could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. To remedy ua07, the defective load cells identified during service evaluation was replaced. After part replacement, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all the functional tests and it is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
The customer reported that after patient use, the lifeband would not retract down and then the autopulse platform (serial #(B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The users were unable to clear the advisory. No patient involvement.